Event description:
The pt experienced a loss of effect, no stimulation sensation and an inability to adjust stimulation. There was no accident or incident. The pt underwent device replacement, as the generator had essentially malfunctioned. Add'l info from the healthcare professional has been requested.

Manufacturer narrative:
(B) (4).